Event description:
It was reported that the brakes were not holding properly. No adverse consequences were reported.

Manufacturer narrative:
The serial number of the bed with the reported brake issue is unk at this time. The investigation is ongoing. A follow-up MDR will be filed if the affected unit is able to be identified.